Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife left a social media message stating that customer's insulin pump shut off while he was sleeping. The insulin pump was a newer device and it had fresh batteries. Customer woke up with a blood glucose over 400 mg/dl. Several attempts were made to contact customer and further discuss the issue, but they were unsuccessful. A voicemail was left for customer to call back. Nothing further reported.